Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as unstable angina. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) with 80% stenosis, a length of 25 mm and reference vessel diameter of 2.5 mm. The lesion was predilated with 2.5 x 20 mm maverick balloon catheter. On the first inflation at 12 atmospheres, the balloon was unable to fully expand, despite of mild calcification of the lesion. On the second inflation at 12 atmospheres, the balloon ruptured. The device was removed from the patient. The physician then treated the lesion with successful implantation of a 2.50x32mm study stent. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In september 2014, patient had congestive heart failure and the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).